Event description:
The customer reported a reagent carousel motion error and calibration curves failed with "no values" for prostate-specific antigen (psa) involving unicel dxc 600i synchron access clinical system. The reagent pack carousel motion error occurred when the reagent pack was initially loaded. Upon investigation, it was discovered the customer had incorrectly loaded the psa reagent pack into the incorrect carousel compartment. Beckman coulter customer technical support (cts) had the customer remove the mis-loaded reagent pack and verify all other reagent packs correspond to the correct compartment numbers. The customer did not analyze any patient samples on the mis-loaded reagent pack as it was a new lot and had not been calibrated. Patient results were not generated or impacted.

Manufacturer narrative:
Service was not dispatched as the issue was resolved through troubleshooting via the telephone, and the customer did not question system performance. The cause of the incident is due to operator error. (B)(4).